Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-58, implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that during an upgrade procedure, while the rv (right ventricular) lead was being removed to place a new lv (left ventricular) lead, the atrial lead became dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.